Event description:
It was reported that the camera head had pptical clamping defective. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: there was dirt on the coupler unit a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a scratch on the coupler unit, the coupler cannot be locked smoothly and there was dirt on the coupler unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.